Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a change out of a 10 year old pacemaker, it was difficult to get the rv lead out of the pacemaker. The lead had to be cut off and capped. A new lead and pacemaker were implanted. There were no patient complications reported as a result of this event.